Event description:
It was reported that this implantable pacemaker noted a decrease in the device's estimated battery longevity from 7.5 years to 4 years. Technical services (ts) assessed that the increase in power consumption is directly correlated to frequent daily interrogations. Ts advised that a more accurate battery longevity calculation will be available approximately one month following the last interrogation. As of this time, the device remains in service. No adverse patient effects were reported.